Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during system implant, leads¿ electrical measurements were in range using pacing system analyzer (psa). When the leads were connected to the implantable cardioverter defibrillator (ICD), the right ventricular lead exhibited high pacing lead impedance with no capture. The lead exhibited same anomalies when it was connected back to psa. A new lead was used instead and the measurements were in range on both psa and ICD. The patient was asymptomatic before, during, and after the procedure.

Manufacturer narrative:
A compete lead was returned in one piece for analysis. Analysis was normal no anomalies were found.